Manufacturer narrative:
The speaker and cpu assembly were returned for failure investigation. No anomalies were noted on both parts during visual inspection. There was no problem found with the returned cpu assembly. The customer complaint was verified. The root cause is failure of speaker coil.

Manufacturer narrative:
The field service engineer (fse) was dispatched to the site and confirmed 1102-primary alarm failed error code. The unit did not have alarm led issue. The fse replaced the cpu and speaker to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Event description:
It was reported to philips by a customer that the unit started with alarm led failures; the customer thinks the cpu needs to be replaced. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event; however, no patient harm or injury was reported. It is unknown if any parts or repair has been conducted in relation to the alleged complaint. Attempts to obtain further information are currently pending. The investigation is ongoing.